Manufacturer narrative:
The date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's drg lead located at s1 was found to have migrated via x-rays. In turn, the patient decided to have their scs system explanted.